Event description:
Customer reported having a high blood glucose of over 500 mg/dl. The customer stated she was having symptoms of high blood glucose such as increased heart rate and nausea. The customer stated she had treated her blood glucose with a manual injection. Customer declined to troubleshoot. She stated her high blood glucose was from a site issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).